Event description:
It was reported that the lead impedance was high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead impedance was high. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was further noted that a lead warning had triggered for the high impedance and it was noted that the lead's svc coil had fractured.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.